Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the device cannot boot up on ac or on battery power. There was no patient involvement.